Event description:
It was reported by the clinician that the catheter was being placed in the pt's internal jugular. The physician thought the spring wire guide (swg) felt different, but threaded without incident. When he attempted to remove the wire, it "stretched out" and was coming out as a single metal thread; he felt it tug on the catheter. The swg and catheter were removed as one. The swg was "hooked" on the end of the catheter. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.